Manufacturer narrative:
Concomitant medical product: dtba1d1 crtd, implanted: (B)(6) 2014; 693565 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The device was replaced with a leadless implantable pulse generator (ipg). The leads were not replaced. No further patient complications have been reported as a result of this event.